Event description:
(B)(4). Severe pain in lower abdomen. That spread into my back and down my leg. Extreme menstrual pain. Slowing of menstrual cycle to only half a day of bleeding. Chronic fatigue. Dizziness, migraines, weight gain. Loss of libido. Emotional changes. Muscle spasms. Sciatic nerve pain. Bouts of unexplained pain in abdomen resulting in loss of wages at work. Dental issues. Memory loss. Swelling and tingling in hands and feet.